Manufacturer narrative:
(B)(4). Dimensional/functional analysis found the reamer blade to be conforming to print specifications and accepted by the functional gages. Inspection of the photo received indicates a gap between the patella blade and the reamer, and the twist function was performed to lock the reamer to the shaft. This gap did not allow the prongs on the shaft to track in the slot channels on the reamer blade, but instead pushed out on the slot channel track sidewalls of the reamer blade. This device was used for treatment. The surgical technique calls for the patella reamer blade and shaft to be inserted into the insetting guide before bring the shaft up to full speed and to advance it slowly until the prominent high points are reamed off. A definitive root cause cannot be determined with the information provided. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the patella reamer blade would not lock properly onto the reamer shaft.